Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture management showed high output in the rv (right ventricular) chamber.

Event description:
It was reported that the patient complained of fatigue and increased shortness of breath. The right ventricular (rv) lead exhibited non capture, nor sensing. It was noted to be sensing p waves and was pacing the atrium when the pacing threshold test was performed. It was discovered that the lead had dislodged. The lead was reprogrammed. Also, capture management had adjusted the output to high levels which caused the battery to wear down on the implantable pulse generator (ipg). Capture management was turned off and a revision procedure is scheduled. The lead and the device remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.